Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the august 29, 2013 advisory population, but was added to the expanded population on september 17, 2014.

Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. All of the sealplugs were intact and all of the setscrews moved freely. Lead seal witness marks indicate that all of the lead's terminal pins were fully inserted. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and recording functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
--

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was successfully explanted with no adverse event reported.

Event description:
--

Manufacturer narrative:
(B)(4). Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded (post-explant). The device was put through and passed automated testing which confirmed pacing, sensing, impedance measurement and recording tests. Automated shock tests were not successful due to the low battery voltage however device memory indicates that shock therapy was available at explant.

Manufacturer narrative:
The device is enroute to boston scientific for laboratory testing.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommended device replacement. At this time, the device remains implanted and no adverse patient effects were reported. The local representative spoke to the physician and the patient has been scheduled for device replacement.

Manufacturer narrative:
The device remains in service at this time. This report will updated upon receipt of additional information.